Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6348553; medical device expiration date: 2021-12-31; device manufacture date: 2016-12-13; medical device lot #: 6298585; medical device expiration date: 2021-10-31; device manufacture date: 2016-10-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter (described as black and white particles) found on a bd luer-lok¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Three photos were provided to bd for evaluation. A quality engineer was able to review the photos and found that one photo had a plastic particle on the stopper and two photos showed foreign matter embedded in the barrel of the syringe thus verifying the reported issue. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record was performed on the reported batch and determined that there was zero defects found during production. No related qns were issued to these batches. Plastic particulate: plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Embedded fm: embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.